Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button has stopped functioning. Reportedly, the contact plugged the pump into a power source and the touchscreen turns on. Customer's blood glucose level was not impacted. Contact stated that customer has back up insulin injections if needed.